Event description:
Retrograde type a dissection: on (B)(6), 2021, the patient underwent zone 2 tevar for ulp noted at the distal arch at the (B)(6) hospital, and the procedure was successfully completed. On (B)(6), 2021, the patient was carried into the (B)(6)heart institute of (B)(6) by ambulance. Angiographic CT revealed a retrograde type a dissection, and the patient underwent emergency thoracotomy. Before thoracotomy, it was planned to perform bentall and tra, but it is unknown whether bentall and tra were actually performed. On (B)(6), the day after the operation, the patient underwent thoracotomy again to stop bleeding. According to the surgeon, since tevar was performed on the patient with suspected marfan syndrome at the other hospital, there is a high probability that such an event occurred. Operation type: bentall and tar (planned, but unknown). Explant date: (B)(6), 2021. (Tc#(B)(4)). [Additional information received on june 15, 2021 from terumo japan] after the patient underwent tevar in april, the patient had symptoms of numbness in the left arm. On (B)(6), when the patient was carried into the (B)(6) heart institute in emergency, the patient had symptoms of abdominal pain, vomiting, and diarrhea. CT scan revealed that the lcca-lsa bypass made during tevar in (B)(6) was occluded, a retrograde type a dissection had developed, and the coronary artery was occluded as well. (The numbness in the left arm was thought to be caused by the occluded bypass.) Therefore, the patient underwent an emergency surgery. Since the aortic root was enlarged and the patient was young, operation types used were bentall's surgery using a mechanical valve, arch aortic replacement including the brachiocephalic artery and the left subclavian artery, and CABG. During thoracotomy, it was visually conformed that relay bare stent had stuck the brachiocephalic artery. It is considered that the damaged intima may have led to the retrograde type a dissection. All the scheduled procedures were completed, and the patient was returned to the ICU after chest closure. On the following day, however, the chest was reopened for hemostasis because the bleeding had not stopped. It is probably because hemostatic control did not work due to collapsed coagulability. Hemostasis was successfully achieved, but the patient did not recover and was confirmed dead on (B)(6). [Surgeon's consideration] in this case, the patient's aortic root was originally enlarged, and connective tissue abnormalities (suspected marfan syndrome) were considered. Tevar is usually considered contraindicated. Although tevar was performed first based on the policy of the other hospital, we treat this type of cases conservatively or perform bentall's surgery, total aortic arch replacement, and frozen elephant trunk as one-staged operation at our hospital. The fact that the tevar considered to be contraindication was performed and that the bare stuck the brachiocephalic artery may be the cause the retrograde type a dissection. * no CT images are unavailable to be provided. Patient outcome - patient confirmed dead on (B)(6), 2021.

Event description:
Retrograde type a dissection: on (B)(6) 2021, the patient underwent zone 2 tevar for ulp noted at the distal arch at the (B)(6) hospital, and the procedure was successfully completed. On (B)(6) 2021, the patient was carried into the sakakibara heart institute of okayama by ambulance. Angiographic CT revealed a retrograde type a dissection, and the patient underwent emergency thoracotomy. Before thoracotomy, it was planned to perform bentall and tra, but it is unknown whether bentall and tra were actually performed. On (B)(6), the day after the operation, the patient underwent thoracotomy again to stop bleeding. According to the surgeon, since tevar was performed on the patient with suspected marfan syndrome at the other hospital, there is a high probability that such an event occurred. Operation type: bentall and tar (planned, but unknown). Explant date: (B)(6) 2021. (Tc#bm (B)(4)). [Additional information received on june 15, 2021 from terumo (B)(4)] after the patient underwent tevar in april, the patient had symptoms of numbness in the left arm. On (B)(6), when the patient was carried into (B)(6), the patient had symptoms of abdominal pain, vomiting, and diarrhea. CT scan revealed that the lcca-lsa bypass made during tevar in april was occluded, a retrograde type a dissection had developed, and the coronary artery was occluded as well. (The numbness in the left arm was thought to be caused by the occluded bypass.) Therefore, the patient underwent an emergency surgery. Since the aortic root was enlarged and the patient was young, operation types used were bentall's surgery using a mechanical valve, arch aortic replacement including the brachiocephalic artery and the left subclavian artery, and CABG. During thoracotomy, it was visually conformed that relay bare stent had stuck the brachiocephalic artery. It is considered that the damaged intima may have led to the retrograde type a dissection. All the scheduled procedures were completed, and the patient was returned to the ICU after chest closure. On the following day, however, the chest was reopened for hemostasis because the bleeding had not stopped. It is probably because hemostatic control did not work due to collapsed coagulability. Hemostasis was successfully achieved, but the patient did not recover and was confirmed dead on (B)(6). [Surgeon's consideration]: in this case, the patient's aortic root was originally enlarged, and connective tissue abnormalities (suspected marfan syndrome) were considered. Tevar is usually considered contraindicated. Although tevar was performed first based on the policy of the other hospital, we treat this type of cases conservatively or perform bentall's surgery, total aortic arch replacement, and frozen elephant trunk as one-staged operation at our hospital. The fact that the tevar considered to be contraindication was performed and that the bare stuck the brachiocephalic artery may be the cause the retrograde type a dissection. * no CT images are unavailable to be provided. Patient outcome - patient confirmed dead on (B)(6) 2021.